Event description:
It was later reported the patient had surgical repositioning of the catheter back to original position.

Event description:
It was reported that patient had nausea, vomiting and fluid in lungs. Patient exhibited signs of over medication and was sent to emergent catheter revision then was taken to ICU for observation. It was concluded that the event was an 'over-medicated secondary to catheter dislodgement'. The catheter was positioned back in to original position on (B)(6) 2011. The event was noted as an ongoing event. Drug delivered via the pump was hydromorphone.

Manufacturer narrative:
Catheter model: 8711, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8711, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter pouch model 8590-1, lot # n253508, implanted: (B)(6) 2011, explanted: unk; programmer model: 8835, serial # (B)(4).

Event description:
Additional information: it was later reported that patient experienced an overdose secondary to additional compounded dilaudid being placed in the intrathecal catheter. Patient was in ICU for approximately 5 days then moved to a hospital floor for rehabilitation and care. It was noted that the event was "possibly related to device or therapy and not related to implant procedure"; a refill program date/time were noted as (B)(6)-2011/12:06.

Event description:
Additional information: the outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated, the patient's signs and symptoms included a loss of consciousness, vomiting, swallowing of his own vomit which entered into his lungs, and an arrhythmic heart beat. All symptoms were self-reported through email to the patient's site clinician. The event was still noted to have resolved without sequelae on (B)(6) 2012. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.